Manufacturer narrative:
Evaluation summary: the product was not returned for analysis; the lens remains implanted. The product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. Additional information has been requested. The manufacturer internal reference number is: (B)(4).

Event description:
A consumer reported that following an intraocular lens (iol) implant procedure, she has experienced significant blurry vision and light sensitivity. A yag laser augmentation was performed and she was told by her ophthalmologist that she may be seeing the edges of the residual posterior capsule opacification. Additional information has been requested.